Event description:
It was reported that the patient felt tired and the device was at eri (elective replacement indicator). It was reported that the device had rapid battery depletion and the physician would like to know why the device went to end of life (eol) when it was expected to last 12 years. It was also noted that the device tripped eri four days after the software was loaded. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.